Manufacturer narrative:
The insulin pump was downloaded using on line carelink and no download anomalies noted during testing. The insulin pump passed displacement test and self test. The insulin pump passed the sleep current measurement and active current measurement test. All buttons functioning properly. No damage on keypad traces and no unlocked keypad connector noted during testing. The insulin pump functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.